Event description:
A customer reported that a patient experienced a posterior capsular tear of the right eye during the phacoemulsification portion of a laser assisted cataract surgery. A three (3) piece lens was inserted and the surgery was completed. A questionnaire was received from the facility stating the patients symptoms have resolved with no treatment.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2015. Based on qa assessment and a review of the manufacturing record in (B)(4), the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).